Manufacturer narrative:
Subsequent to the initial MDR submitted, additional information was received that only one device was used in this incident. The device used in the reported event / incident is captured under a separate medwatch report with patient identifier (B)(6). The proglide device captured under this initial medwatch report was reported in error. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: only one proglide device had an issue during this event. Reportedly, a suture break occurred and the guide broke at the level of the foot. The proglide device captured in this report was reported in error.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 10f sheath after an interventional superficial femoral artery procedure. Reportedly, a suture break occurred. Another proglide device was used and the guide broke at the level of the foot. A hematoma was observed at the access site. Surgery under general anesthesia was performed to remove the proglide guide and treat the hematoma. A blood transfusion was given. Hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a four hour clinically significant delay in the procedure or therapy. No additional information was provided.